Event description:
Patient a and b samples were tested for troponin (accu tni) and results obtained were: 2.12 and 0.65ng/ml, respectively. The results were reported out of the lab. The original samples were repeated and recovered within the normal reference range for both patients (0.02ng/ml). The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
The samples were collected in lithium heparin tubes and centrifuged at 3,500 rpm for 6 minutes. The customer inspected the samples and did not note cellular debris, fibrin or hemolysis. Qc passed on the date of event. A system check run in 2009 was within specifications. A field service engineer (fse) was dispatched: a) the fse performed troubleshooting and replaced hardware components. The fse followed up with the customer six days later, at which time the customer had no further issues with any assays. Although the fse addressed hardware issues, no clear root cause can be determined for this event to date. A malfunction will be assumed for the purpose of this report.